Manufacturer narrative:
This supplemental report is being submitted to provide corrected data and additional information.

Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. Please see updates: g3, g6, h2 and h6. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 147266a with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 /195-261 lot 147266a and test base part number 195-430h / lot 141431a. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 147266a showed that the complaint rate is 0.001%. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported a false negative result with the binaxnow covid-19 antigen self test. Pcr confirmation testing was performed on (B)(6) 2021 and generated positive results. Per the consumer, he is not symptomatic. Although requested, additional information, including patient treatment and outcome was not provided.